Event description:
Within months of having my implants put in I started having extreme fatigue and depression, then pains all over my torso, water retention. I would wake up with my eyes swollen shut. Fast forward to 2012 and my body exploded with even more symptoms. Some turned out to be from celiac disease, however after tons of blood work, many of my symptoms have no explanation. Specifically, severe dry eye causing me to be unable to wear contacts, my voice went away and never returned the same, ent said my vocal cords are red and agitated but no explanation why. I started having numbness in my face and arms. That quickly traveled to my legs and butt. Stroke was ruled out. Ran many tests, but doctor could only say that my body is showing ms symptoms but no ms. I started having muscle spasms and weird ¿goosebump¿ breakouts. I get goosebump's in weird patterns on my thighs that come in repeated waves for hours on end. I had a very painful nerve test done and it showed no reason for what we were seeing. Sharp pains in my torso, fibromyalgia was ruled out, brain fog, memory loss. All of these symptoms have continued to worsen.